Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. Customer believed that his high blood glucose is due to his pump needed a setting adjustment. Customer stated that she will speak with trainer for setting adjustment. Customer stated that the place where he had his first infusion set there a lump. Customer was advised to have his doctor look at the past site to make sure that there was no infection.